Event description:
Caller states customer reportedly received results of 66 mg/dl and 200 mg/dl within 10 minutes on the advantage system. Caller treated customer with insulin based on an unspecified result obtained using a professional device. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller states customer reportedly received results of 66 mg/dl and 200 mg/dl within 10 minutes on the advantage system. Caller treated customer with insulin based on an unspecified result obtained using a professional device. No adverse event reported. Requested return of suspect device, and replacement was sent.